Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow up report will be submitted.

Event description:
The customer reported that the clear insulation separated during a laparoscopic transanal/transabdominal procedure. Nothing detached from the device. There was no injury to the pt.